Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the motor rpms were noisy but within specifications, the machined head, width plate, spring seal, and reciprocating arm were damaged, the adjustment cams, spring pin, ball plunger, and dowel pins were not in the correct position, and the device was out of calibration. The retaining ring, dowel pins, bearings, nut bearing lock, planetary carrier, screws, planetary gears, spring pin, width plate, swivel, motor, sleeve, ring gear, spring seal, reciprocating arm, bearing spacer, machined head, and wave washer were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery the unit was sent in for preventative maintenance and needed corrective repair. There was no alleged malfunctions against the device when it was received initially. There was no patient involvement. Due diligence is complete. No additional information is available. During device evaluation, the width plates were damaged.